Event description:
A customer reported encountering an altitude alarm issue with their insulin pump. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support advised the customer to clean the speaker holes, which was done successfully, allowing the insulin supply to resume. After additional guidance and waiting, the pump resumed normal operation without any recurring alarms.